Manufacturer narrative:
This report is submitted on may 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [83231-device analysis report.pdf]

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 01, 2017.